Event description:
It is reported that the pt is experiencing pain. The pt reportedly underwent the first hip replacement surgery performed in (B)(6) 1997. Since then, the pt has reportedly experienced 52 hip dislocations and 5 revision surgeries. The fifth revision surgery was said to have been performed in 2008.

Manufacturer narrative:
Evaluation summary: operative notes from the 04/1997 surgery were provided which did not identify any potential root causes. Pre-operative office notes were provided which mention that the pt was in a bad car accident which caused a dislocation of his left hip and breakage of the femoral head. This was put back in place. At this office visit past x-rays were examined after the accident showing a healed fracture, osteophytes superiorly and inferiorly at the femoral head, and lucencies and sclerotic areas in the femoral head. No x-rays or revision operative notes were provided. No office notes documenting the 52 dislocations were provided. No info on the additional 4 revision surgeries were provided. With the info available, a root cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.